Event description:
Account reported that while treating a patient the machine kept coming down putting pressure on the patient's eye. When pressure became too much the patient moved and at that point they had a suction break. There was 1 second left in the raster pattern. Using the same cone they decreased the diameter slightly for the sidecut and were able to complete the case as planned. It was then noticed that there is a delay in the upward motion following the joystick and then when system reaches the desired height the machine keeps going down.

Manufacturer narrative:
(B)(4). Field service specialist visited the site to check the equipment. He noticed gantry drifted slowly in the upward direction. Replaced the joystick and the drift was no longer present. It was reported that post operative results was good. System met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.